Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). UDI - (B)(4). Concomitant medical products: tibia cemented 5 degree stemmed left, catalog #: 42532007501, lot #: 63479350. Articular surface fixed bearing posterior stabilized (ps) left, catalog #: 42512400711, lot #: 63150813. Femur cemented posterior stabilized (ps) standard left, catalog #: 42500606401, lot #: 63477264. Competitor cement, catalog #: 6195-1010, lot #: 626ba865ex. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3007963827-2018-00128.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately one and a half years post-implantation due to tibial loosening. During the revision procedure, the surgeon noted the tibial component was grossly loose and had lack of cement adhesion to the backside of the implant. Furthermore, the patella became loose during the procedure and was replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. The primary surgery notes were provided and found no complication. Per package insert 87-62014-022-23 persona the personalized knee system rev a: loosening is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.